Event description:
Customer alleged oil misting. Three customers were exposed to the mist. The third customer denied any symptoms.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse determined mist was coming from vacuum pump plugs. Installed upgraded plugs. Ran test cycle, unit performs to specification. This issue has been address with a customer letter related to correction and removal. Reference MDR 2084725-2009-00236 and 2084725-2009-00237.